Event description:
Customer reportedly obtained results of 5.2 inr on the coaguchek s system and 3.3 inr on a comparison lab. Coumadin dosage was changed based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.